Event description:
No problems with placement, however, during the attempt to deploy the graft, the physician could not move it backwards as the captor valve was not opened. Up to this time, the valve had not been turned, but turning it a little did help, although the force needed was not normal. The graft was finally placed, but found it was impossible to advance to look after the cap. Due to the force used, the graft had a lot of traction. At the final angio, the graft was 2cm below the renals. The customer advised there was a dissection of the aorta at the level of the supra renal fixation and by placing a esbe, a type I endoleak was solved. Information was also provided that when moving the captor valve to close-open, it is half opened between open and closed and totally closed by open and closed.

Manufacturer narrative:
Evaluation: our investigation of the returned opened and used delivery system confirmed that the valve on the captor valve is stuck in the open position. We are aware of the potential for occurrence if the valve is over-rotated during use or during processing. We have notified the appropriate personnel of this report.